Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Endoleak (type1a): only two-debranching procedure was performed the day before tevar and only tevar was performed on (B)(6). As per the standard procedure, 28-n4-36-109-36u (2310160270) was implanted peripherally and the relaypro concerned was attempted to be implanted centrally from just below the bca. The relaypro was implanted, but it could not be sufficiently confirmed whether the bca was completely covered with the relaypro or not. The final angiography showed no leaks, and the procedure was successfully completed. However, on (B)(6), a leak was confirmed on post-operative angiography. The physician also suspected a type 3b endoleak, but when the physician checked the actual implantation site, the relaypro was implanted not just below the bca, but where it covered half of the lcca. There is a possibility that an additional tevar will be performed, but this is still undecided at this time. Operation type: tevar after 2 debranching. Ancillary device: 28-n4-36-109-36u (2310160270). Blood loss: small amount. Image available upon request. Pre-case plan available: schema attached. Additional information available upon request. (Tc#:(B)(4)". Patient outcome: "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Endoleak (type1a): only two-debranching procedure was performed the day before tevar and only tevar was performed on (B)(6). As per the standard procedure, 28-n4-36-109-36u (2310160270) was implanted peripherally and the relaypro concerned was attempted to be implanted centrally from just below the bca. The relaypro was implanted, but it could not be sufficiently confirmed whether the bca was completely covered with the relaypro or not. The final angiography showed no leaks, and the procedure was successfully completed. However, on december 10, a leak was confirmed on post-operative angiography. The physician also suspected a type 3b endoleak, but when the physician checked the actual implantation site, the relaypro was implanted not just below the bca, but where it covered half of the lcca. There is a possibility that an additional tevar will be performed, but this is still undecided at this time. Operation type: tevar after 2 debranching. Ancillary device: 28-n4-36-109-36u (2310160270). Blood loss: small amount. Image available upon request. Pre-case plan available: schema attached. Additional information available upon request. (Tc#(B)(4))". Patient outcome: "no health damage to the patient."